Manufacturer narrative:
A spacelabs technical support engineer walked the user through restarting their xhibit central station. After the device was power cycled, the displays operated as expected and monitoring was restored. While restarting the system resolved the reported issue, the cause of the reported display issue could not be conclusively determined. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that following a generator test, two displays on an xhibit central station (xcs) did not recover on their own. During this time, the user reported they were unable to monitor two telemetry patients. There was no patient or user death, or injury associated with the event.